Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer tested nasal swab collected from a patient on (B)(6) 2021 and tested on xpert xpress sars-cov-2/flu/rsv, reagent lot 00706, producing results of sars-cov-2 positive, flu a negative, flu b positive, rsv positive. On the same day, sample 1 was retested on xpert xpress sars-cov-2/flu/rsv, reagent lot 00706, producing the results of sars-cov-2 positive, flu a negative, flu b positive, rsv negative.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer tested nasal swab collected from a patient on (B)(6) 2021 and tested on xpert xpress sars-cov-2/flu/rsv, reagent lot 00706, producing results of sars-cov-2 positive, flu a negative, flu b positive, rsv positive. On the same day, sample 1 was retested on xpert xpress sars-cov-2/flu/rsv, reagent lot 00706, producing the results of sars-cov-2 positive, flu a negative, flu b positive, rsv negative. Cepheid patient safety board member reviewed the data provided by the customer. This case involves additional events of multiple targets testing positive by xpert xpress sars-cov-2/flu/rsv test by this customer. One operator swabbed their nose and it tested positive for all targets. Site is not using bleach to clean work space. Customer reported that negative qc failed. Evidence suggests environmental contamination of genomic dna or amplicon dna causing multiple analytes positive. No known impact to persons tested due to these results. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2/flu/rsv eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.